Event description:
It was reported that fixation film peels off from the skin. Never on the non-woven part, especially on the film. No patient harm reported. A competitor product was used to continue the treatment.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. As no samples were returned, a product evaluation could not be carried out. As with all adhesive products, the skin site must be thoroughly cleaned and dried prior to application. If there is any moisture on the skin surrounding the catheter, the adhesive performance of this dressing may be compromised. If the dressing becomes wet whilst applied, it may have to be removed and a new dressing applied. A clinical investigation was carried out. It was concluded: ¿a review of this complaint case revealed there were no patient injuries reported. Per e-mail communication, the dressing was in use less than 24 hours before it was noticed that the film did not adhere to the skin, and a different product had to be used. Two photos were provided for review however, they did not contribute to the root cause or the reported issue. The patient has since been discharged. No further clinical/medical assessment is warranted at this time.¿ a risk management review was carried out. The risk files for the product contain multiple causes of dressing lifting or pealing such as out of date dressings, out of spec components used and dressings stored incorrectly. Without further information, an accurate failure mode cannot be assigned. The users of the reported product are advised to consult the device IFU, to delineate future occurrences of the reported issue. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. We have not been able to confirm a relationship between the event and the device or identify a root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.